Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken tube extension at the distal end. A broken piece was not returned, measuring roughly .072¿ x .087¿ in size. Root cause of this failure is attributed to user. Also, the instrument was found to have blade damage. One of the blade edges was indented, which prevents the blades from closing. This failure is most commonly caused by mishandling/misuse. In addition, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .019¿ - .299¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. Furthermore, the instruments end of life indicator was found to have rotated to the red expired position prematurely. Review of the remotefe log confirmed that the instrument has 7 uses remaining. Root cause of this failure is attributed to user.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, while surgeon was operating & he was trying to straighten the wrist of the monopolar curved scissors, he was not able to straighten the wrist. After removal of monopolar curved scissors it was observed that the instrument was broken from shaft (orange part). The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no arcing witnessed, no tears or burn marks on tip cover, no patient injury reported, no fragments that fell inside the patent. The surgeon was unable to take control of the instrument, as a result was unable to straighten the instrument tip.